Event description:
A technician reported a pt who felt that enhancement failed at one day lasik enhancement post-operative visit. At visit patient complained of blurry vision and indicated "she is not seeing better and that she has wasted her money, she still needs glasses and asked for another surgeon who is available". Additional info from reporter indicated the pt has not been seen but is scheduled for another post-operative visit. This report is for the left eye, and additional report will be filed for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes avaialble. (B)(4).